Event description:
Customer complaint: limited data available. While shopping for a new blood pressure monitor I noticed the care touch was recommended by amazon. This monitor is easy to use and read. After checking my blood pressure several times and the reading keeps showing 85-93/53-58. I have checked after each reading with the older monitor I have and it is usually 115-120/70-75. The older monitor gives about the same reading as my doctor's monitor. Also, the batteries do not last very long. I would have returned it but waited to long.

Event description:
Customer complaint - limited data available . Customer stated they were receiving inaccurate readings from the care touch blood pressure monitor.